Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found expired at home by her son-in-law. It was reported that the pt was found attached to her system controller and batteries and the red heart alarm was on. Her son-in-law switched her from the batteries to the power module and noted rpms reading at zero. He checked the batteries she was wearing to confirm charge and he stated they were fully charged.